Manufacturer narrative:
The company service representative examined the system, confirmed, and replicated the reported event. The pneumatics valve was nonconforming and was replaced. It cannot be determined conclusively how this component became nonconforming. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming pneumatics valve. It cannot be determined conclusively how this component became nonconforming. Data will continue to be monitored for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating console had an issue with vitrectomy probe that stopped working during a surgery. The staff tried changing the vitrectomy probe, laser probe, rebooted the system, changed the surgery program and swapped the cassette. The surgery was completed after a delay using an alternate console. There was no harm to the patient.